Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex esophageal stent was to be implanted in the esophagus during an esophagogastroduodenoscopy with esophageal stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician fully deployed the stent; however, the proximal end of the stent failed to fully expand. The physician removed the stent and completed the procedure with another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: a deployed wallflex esophageal stent was received for analysis. The stent delivery system was not returned. Visual examination of the returned device found the stent was fully expanded and within specifications. No other issues were noted with the device. Based on the evaluation of the returned device, the complaint that the stent failed to expand was not confirmed. The returned device showed no evidence of either the alleged issue or any defect which could have contributed to the event. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on august 24, 2016 that a wallflex esophageal stent was to be implanted in the esophagus during an esophagogastroduodenoscopy with esophageal stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician fully deployed the stent; however, the proximal end of the stent failed to fully expand. The physician removed the stent and completed the procedure with another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.